Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, the battery gauge was incorrect, the battery would not charge, the touchscreen was unresponsive, and the wake button was unresponsive. No additional information was provided. No reported adverse impact to the customer's blood glucose.